Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 46 mg/dl when the actual blood glucose level was 400 mg/dl. The customer stated that he had been having this issue for a while. The customer had treated his high blood glucose with insulin pump therapy. Troubleshooting was done. The customer also mentioned receiving a no delivery alarm. The customer was unable to troubleshoot for this issue due to it being a past event and resolved by a complete set change. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.